Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her issue. During the call, the customer also texted a photo of the video dropping out. Tac recommended some trouble-shoot options which were able to confirm faulty sdi heads. Those faulty heads were then cut, removing the faulty connectors, then installed with new sdi heads. The intermittent image issue was resolved with the replacement sdi heads. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus visera 4k uhd camera control unit was intermittently dropping the image on one of her operating room monitors. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. However, the definitive root cause of the serial digital interface (sdi) issue could not be determined. The device was not returned for analysis. Olympus will continue to monitor field performance for this device.